Event description:
A heartstring iii device was returned to maquet with a note on it stating "failed to load". No further info is available as to where this occurred, when it occurred, or any other incidents details.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).